Event description:
It was reported that this pacemaker was part of a system revision due to possible pocket erosion. According to the patient, the device was almost protruding out of the chest when losing weight. The technical services (ts) referred the patient to the hospital for assistance and understanding of the implanted device. There were no additional adverse patient effects reported. This pacemaker remains implanted.